Event description:
It was reported that the device delivered 18.6ml of 20ml programmed at delivery rate of 125ml/hr. Also, when running the device intermittently alarms upstream occlusion and immediately resumes delivery. This happens several times during testing. It was moved to another set to test and same issue appeared.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. It was found that the upstream occlusion(uso) sensor was defective. The uso sensor was replaced.